Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they thought they pushed the wrong button and "knocked the stimulation out" and confirmed stimulation was off. Patient also reported that they had uncontrollable leakage and return of symptoms. Patient further reported that they fell on the ice the 2nd of jan and landed on their tailbone and their back, has pain about 4 disks up above the tailbone and bruise on their hip. Patient also stated that the instructions in the book were confusing. During troubleshooting, it was determined that the patient was on program 2 and they were switched to program 1 and left stimulation at 6.2v and it was comfortable. Pat agent reviewed the button use, icon meaning and antenna use information. No further complications were noted or anticipated.